Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a prime rewind issue on the insulin pump. The patient's blood glucose level was unknown mg/dl. The customer was advised to disconnect from the insulin pump. The customer stated that they are receiving an a33 alarm. The customer went to see the health care provider. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions. The patient was advised that the cause of the alarm is during seating the force sensor did not detect the reservoir.

Manufacturer narrative:
Insulin pump alarmed prime during prime test due to moisture damage on force sensor. During visual inspection insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners.